Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature reading was high or low during measurement while using temperature sensing extension cord.

Manufacturer narrative:
The reported event was unconfirmed. Visual: all three cables were tested for continuity with the voltameter, and they all passed. The temperature sensing extension cable was returned without the original packaging. Photo samples were submitted however could not be evaluated for the reported failure. Functional evaluation: the resistance was measured at room temperature and found to be 0.5 ohms, which is within specifications. Gross visual evaluation: the cord was connected to an in-house temperature sensing catheter submerged in a water bath. (119118 lot ngevz327) water bath was held at 37 degrees celsius. Water bath was held at 37 degrees celsius. While water bath temperature remained constant, the resistance values were noted to rise and stabilized at 1.345k ohms. No root cause could be found because the reported event was unconfirmed. A risk review and labelling review was not required as the reported event is unconfirmed. The device history record review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature reading was high or low during measurement while using temperature sensing extension cord.